Manufacturer narrative:
Product has no UDI concomitant medical products: catalog #65875305001, shell porous, 362973684. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0002648920-2017-00091, 0002648920-2017-00092, 0001822565-2017-01091.

Event description:
Patient¿s right hip was revised approximately 5 months post-implantation due to dislocation, subluxation and periprosthetic femoral fracture. During the procedure, the femoral head and acetabular liner were removed and replaced. No further information has been provided and patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Event description:
Patient¿s right hip was revised approximately 5 months post-implantation due to dislocation and periprosthetic femoral fracture. During the procedure, the femoral head and acetabular liner were removed and replaced. No further information has been provided and patient outcome is unknown.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Corrected information: device was not explanted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.